Manufacturer narrative:
.

Event description:
It was reported that during variax fibula plate surgery, the depth gauge was broken when surgeon tried to use it. The surgeon used other instrument and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during variax fibula plate surgery, the depth gauge was broken when surgeon tried to use it. The surgeon used other instrument and finished the surgery.